Event description:
This device was inadvertently reported on in a previous report. The reason for the replacement was so that the patient could have a non-rechargeable ipg rather than a rechargeable one.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate. Troubleshooting was attempted without success. The ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.